Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one multifire endo ta* 30-2.5 12mm stapler opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The visual inspection of the cartridge noted the sulu was fully applied. The jaws will not open. Metal clips were observed in the jaws. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the jaws not opening and the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed condition may occur if the instrument is applied over an obstruction. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). A review of the device history records has been performed. This review confirmed that this lot of products was reviewed and released according to qa specifications. A review of historical complaint data displayed no increase in trends.

Event description:
Procedure: donor nephrectomy. According to the reporter: closed the instrument on the vessel, popped the lever to open it, and the stapler did not open. The stapler locked down on tissue. The surgeon had to make a larger incision to remove the device. Incision was over an inch. The stapler had to be cut off the tissue. Unknown if the operating rom time was extended. No buttress material. No excessive bleeding. No transfusion. Sales rep is waiting to receive more information from the account. He does not know if the device is available for return.